Event description:
It was reported that during an implant procedure the right ventricular (rv) lead helix became hooked on the heart valve annulus. Attempts to retract the helix for recovery were unsuccessful and the helix could not be retracted. Troubleshooting steps were taken to no avail. The helix was straightened and damaged making it impossible to safely remove the lead. After various unsuccessful attempts the lead was successfully removed through open heart surgery. The valve annulus was damaged and had to be repaired during the open heart surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.